Event description:
Reporter indicated via clinical notes received to the manufacturer that a vns patient may have sleep apnea. A sleep study may occur. The relationship of the sleep apnea to the vns is currently unknown. The patient's vns generator was recently replaced due to normal end of service. The explanted generator has been returned and is currently in product analysis. Attempts for further information are in progress.